Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to loosening, falling off, or damage of the locking lever of the video connector socket, which might be caused by the user handling or aging deterioration. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing, it was found that the retention of the locking lever of the video connector socket was reduced. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.